Event description:
A malfunction was reported on the customer's pump, specifically with malfunction code malf 3. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump. Customer support confirmed the shipping details and provided instructions for returning the faulty pump, which the customer understood and acknowledged. A replacement pump was sent to the customer.